Event description:
It was reported, the patient presented in clinic for follow up. The patient had a syncopal episode. And the implantable cardioverter defibrillator was found to be in backup mode. High voltage therapies were not available, during backup mode. The implantable cardioverter defibrillator was successfully restored. There were no further patient consequences.